Event description:
It was reported that the pta balloon ruptured on the first inflation while being used in the cephalic outflow area. Reportedly, the balloon was not inflated near rbp. The procedure was completed without further treatment. The pta balloon dilatation catheter was removed in its entirety from the pt without incident. There was no report of injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for corporate lot number gfuf1715. The device has been returned and the eval is currently underway.